Event description:
As reported by the field clinical specialist (fcs), during a transfemoral transcatheter aortic valve replacement (tavr) procedure using a 26 mm sapien 3 ultra valve, the 26 mm commander delivery system balloon burst during valve deployment at the end of inflation. Blood was seen in the syringe. The valve appeared to be fully deployed, and a post-dilation was not required. The balloon burst occurred on the distal portion of the balloon, which caused the delivery system to get stuck on the deployed valve. After performing catheter manipulation techniques, the delivery system was able to be unstuck from the deployed valve and removed from the 14fr esheath+. There was no patient injury. Imagery was received for evaluation. Per imaging evaluation, the distal end of the inflation balloon burst radially. There was calcification present at the landing zone and sinotubular junction (stj). The aortic annulus demonstrated an angulation of 49 degrees.

Manufacturer narrative:
The investigation is ongoing.

Manufacturer narrative:
A supplemental report is being submitted for correction and to include additional information from the investigation. The following sections of this report have been corrected/updated: h6 (type of investigation, investigation findings, investigation conclusions) and h11 (additional narrative/data). The events reported are anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure modes is not required at this time. The device was not returned for evaluation as it was discarded. Due to the unavailability of the device, no visual inspection, functional testing, or dimensional analysis could be performed. There was imagery received for evaluation. Per imaging evaluation, the distal end of the inflation balloon burst radially. There was calcification present at the landing zone and sinotubular junction (stj). The aortic annulus demonstrated an angulation of 49 degrees. Per the technical summary, the instructions for use (IFU), training manuals and current risk mitigations have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Through extensive complaint investigations, balloon burst events during valve deployment have not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events has historically been due to calcification in the landing zone or over-inflation of the balloon. In this case, the delivery system balloon burst was confirmed based on provided imagery. The available information suggests patient factors (calcification) likely contributed to the event as the patient anatomy imagery revealed the presence of calcification at the landing zone and stj. The presence of calcification can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested to ensure the burst pressure is at or above the rated burst pressure, calcified nodules can compromise the structure of the balloon wall via the following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. Regarding the difficulty withdrawing the delivery system, this event was also confirmed based on provided imagery. The available information suggests procedural factors (withdrawal of a burst balloon) likely contributed to the event. As the balloon had burst, the altered balloon profile may have made it more susceptible to catching on the valve frame, which could have led to the observed withdrawal difficulty. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.